Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of supplied medical records suggests marked osteolysis of the femur and proximal tibia as well as lucency around the femoral component and the tibial component. The investigation could not draw any conclusions about the root cause of the reported osteolysis or lucency. No evidence as found suggesting product error was a contributing factor and the need for corrective action was not indicated. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised because of pain. Osteolysis and poly wear were found intraoperatively.